Event description:
After the bath, the resident was removed from the tub on the lift hygiene chair and placed under the heat lamp to be dried. As the staff member was drying the resident, the resident slid off the chair and landed on her knee. The caregiver tried to break the fall or to slide the resident of the chair to the floor, the staff member supported the resident until the resident tried the staff member. At that point, the staff member let the resident go to avoid being bitten and the resident fell forward, hitting her head on the floor. The resident sustained a fracture to the right femur and contusion to the right forehead. The resident was lifted off the floor and returned to bed after a fall assessment was completed. Ice was applied to the head. The seat belt had not been applied. The resident had repositioned herself toward the front of the chair during the bath and had been aggressive during the entire bath. The seat of the chair was approximately 26-28 inches from the floor.